Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to fluid loss during inflation of the ipp. No further information was reported.